Event description:
It was reported that the device powered itself off. Physio- control's evaluation of the device event records in the memory found that the reported unexpected power loss occurred during a patient use. However, the initial reporter did not provide any information on the patient and/or event.

Manufacturer narrative:
(B) (4): physio-control device evaluation at the failure analysis center determined that a modem transmission before the power loss was the most probable cause of the failure. A replacement device was provided to the customer.